Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm. The customer also reported that the insulin pump suddenly turned off in the past. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed software error detected and he motor arm cannot communicate with the main arm error during testing and was noted in the history file with line number (B)(4) and file number 0. Unable to verify root cause per research and development. However, the insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had stained serial number label and minor scratched display window and case.